Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced intermittent low blood glucose levels (42-51 mg/dl). Reportedly, customer's settings may need to be adjusted. Customer stabilized blood glucose levels with glucose tablets. Recommendation was made to discuss diabetes management customer's blood glucose level. In addition, it was reported that the customer received an occlusion alarm during bolus delivery. During troubleshooting with tandem technical support, drops of insulin were seen exiting the tubing. Customer declined to remove the site for additional troubleshooting.